Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507652 implantable pacing lead - implanted 2010 (B)(6); 419678 implantable pacing lead - implanted 2011 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead's pacing impedance has steadily climbed and had tripped the alert. The lead remains in use as the physician has decided to continue to monitor the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted that there was one patient alert for oot (out of tolerance) subthreshold lead impedance on (B)(6) 2013. The daily hv lead trend data shows a gradual increase for min and max ventricular pace bi impedance equaling 1634 to 3116 ohms peak between (B)(6) 2011 and (B)(6) 2013.